Event description:
Spacelabs received a report that on (B)(6) 2015 at 07:49 a.m., the central monitor model 91387-38 did not generate an audible alarm tone for a short asystole event from a beside monitor model 91369 with command module model 91496. No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices performed by a spacelabs field service engineer (fse) confirmed that the equipment performed to specifications. The testing was witnessed by a facility staff member. During the investigation it was noted by the fse that the alarm tone volume at the central monitor was set inappropriately low. The patient retrospective data base provided by the customer was reviewed by a spacelabs lead software engineer. An alarm was confirmed for the event time in the alarm history section of the database. There was no product malfunction. This record is considered complete and the issue closed.